Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a device change-out, a loud popping noise was heard. Low impedance was noted. Insulation anomaly suspected. The lead was capped.